Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. An x-ray picture has been provided which confirms the alleged event. It is unknown if patient followed post operative recommendations and/or if patient suffered a fall. Labeling review: potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings. "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product remains in-situ.

Event description:
On (B)(6) 2017 patient underwent a two level transforaminal lumbar interbody fusion procedure on l4/5 and l5/s1 levels. In (B)(6), during a follow up visit images taken showed a screw fracture and a loose screw at the s1 level. Patient will undergo a revision procedure to remove the screws.